Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/16/2015 with the following findings: during testing, the battery compartment was observed to be cracked. The display was dim and discolored. Evidence of contamination was found under all key contacts. The contrast button was intermittently unresponsive during testing; which has no effect on insulin delivery. The keypad cover was torn at the contrast button. The audio bolus button cover was returned torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment, a display issue, and contamination under key contacts. This report is made based on results of investigation completed on 11/16/2015.